Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 35mmol/l. Customer reported that the insulin pump was used within 48 hours for high blood glucose .the user alleged the insulin pump was under delivering insulin due to high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.